Event description:
Legal case-USA. This patient is verified bilateral knees on right knee (B)(6) 2017 at (B)(6) hospital. He had bilateral knee revision right knee on (B)(6) 2023 both with dr (B)(6).

Manufacturer narrative:
Concomitants: (B)(6) 02-010-04-0350 - logic cr femoral por, right, sz 5. (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6) 201-78-82 - collar fixation pin 2pk 40mm, quick release. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 203-96-42. The product associated with the reported event is within the scope of recall. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.